Event description:
It was reported that during an outpatient procedure the device broke off. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.